Manufacturer narrative:
This report was mailed in to FDA on: 11/18/1998.

Event description:
Surgeon reports cannula detached from syringe containing "bss" and impaled the retina. A hole was observed in the retina so laser surgery was performed. There was some hemorrhage and the lens was removed. Pt is under close observation and vision is reported to be improving.